Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on 08/17/2015 and found a leak in tubing through pinch valve pv42. The tubing was replaced and the instrument ran without leaks. The repairs were verified per established service procedures. The beckman coulter internal identifier for this report is (B)(6).

Event description:
The customer reported an uncontained diluent leak of about 2 ml from a coulter hmx hematology analyzer with autoloader during startup. The customer was wearing personal protective equipment (ppe) consisting of laboratory coat, glasses and gloves at the time of the event and there was no report of injury or biohazard exposure to open wounds or mucous membranes. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection to the event. There was no impact to patient results and controls.